Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 96 mg/dl at the time of incident. Insulin delivery was not suspended due to sensor values. The sensor glucose value was 65 mg/dl. The difference between the blood glucose value and the sensor glucose value was 31 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will be returned for analysis.